Event description:
Reporter stated that patient obtained results of 42 mg/dl and 145 mg/dl, within 1 minute, on the accu-chek mobile system. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned to manufacturer.